Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the patient had an ins replacement on 30042091782019 due to the ins reaching eri (elective replacement indicator) and the voltage was 2.56v. A short circuit was discovered just prior to replacement with contacts 0 and 1. The programmer did not display an actual value but just indicated low. After an ins replacement, the new ins still read low impedances with contacts 0 and 1. The therapy impedances were normal at 854 ohms and 3.5 ma. It was noted the therapeutic settings were not impacted by the short circuit. Therapeutic impedances were normal (831 ohms and 3.6 ma), and the patient was doing well with their dbs therapy. There was no explanation for the patient's short circuit, an no interventions were taken or planned since it did not impact the therapeutic settings. The issue was considered resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event. Refer to manufacturer report #3004209178-2019-09301 for details pertaining to the related reportable event.